Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Mis single inner set screw [product code: 1867-15-000, lot number: atdf3v] was returned to the complaints handling unit (chu) for evaluation. Six mis set screws from lot atdf3v feature some measure of torn threads. Generally, this tearing takes the shape of part of the base of the set screw¿s thread having been separated from its body. Light tearing may have also happened along the outer face of the set screw in instances. These set screws feature lesser damage in the form of sporadic nicks and cuts to their threads. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the variety of forms of set screw damaged cannot be determined from the samples and the information provided. Potential root causes may include inserting/removing the set screw into/from a damaged monoaxial screw, aggressive attempts to remove set screws that may have become cross-threaded during insertion, and cross-threading a screw and inserting it to the point that the start of the thread became warped but was removed prior to tearing. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) implanted viper ii monoaxial screws and tried to reduce the rod into the screw heads. For some reason the rod reduction process did not work. 8 innies busted, the thread of the innies broke, so the threads of 2 screws head busted as well. Further 2 screw drivers and one extension sleeve broke. All has been decontaminated and will be handed in. The issue caused a surgery delay of approx. 30 min.